Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. The patient underwent an abdominal hernia repair. In (B)(6) 2015 the patient was admitted to the intensive care unit where she underwent a number of testing which revealed that the mesh device had adhered to her bowels. On (B)(6) 2015, the patient's grandson discovered her unconscious and unresponsive in her home. She was pronounced legally deceased on (B)(6) 2015 with the cause of death cited as small intestinal constriction and ischemia due to fibrous abdominal adhesions associated with remote umbilical hernia repair.